Manufacturer narrative:
Event site state and postal code (B)(6). It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had his/cis communication related malfunction. There was no patient involvement and no harm reported. Getinge field service engineer (fse) found the unit to have wrong configuration. Unit configured and unit ok.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit can not connect to network. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.